Event description:
It was reported to philips that the wireless foot switch failed to connect. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The connection was not re-established. The customer was using the wired footswitch instead of the wireless footswitch. Based on the available information, the reported problem could not be confirmed. However, as per our records the system is identified to be part of the unit affected list of medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.